Event description:
Intravenous (IV) pump alarming occluded on patient side, when ruled out occlusion from patient and remains to alarm, IV pump opened noted tubing in pump forming balloon below blue portion of primary tubing and ruptured/broke.